Event description:
On (B) (6) 2007, the pt was treated for abdominal aortic and iliac artery aneurysms with gore excluder aaa endoprostheses. The implanted devices were arranged in a trifurcation configuration. On (B) (6) 2010, the pt underwent another endovascular procedure to address a distal type I endoleak in the left common iliac artery (cia). The endoleak resolved, and the pt is stable with no other complications. The physician attributed the endoleak to aneurismal expansion into the cia.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specs.